Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack in an IV tubing distal to the lower fitment of the pump segment during an infusion of an undisclosed medication or fluid. The patient noticed blood backing up and leaking out of the tubing. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. Visual inspection revealed that the vinyl tubing had a slice cut 6 inches away from the distal smartsite inlet port. The cut measured 0.0525 inches long. There were no other damage or anomalies. Functional testing and pressure testing confirmed a leak from the slice cut. The cause of the reported leak was identified as damage on the vinyl tubing. The cause of the damage is unknown.